Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer's current blood glucose is 400 mg/dl. The customer reported other blood glucose values such as above 400 mg/dl, above 250 mg/dl. The customer treated high blood glucose with insulin pump and injection. Based on customer report customer did not allege the insulin pump was under delivering. The customer was using the insulin pump when high blood glucose was reported. The customer was reported that the insulin pump had insulin flow blocked alarm and high pressure test was performed. The insulin pump will not be returned for analysis.